Manufacturer narrative:
Submit date: 2/2/2018. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported banded gauze packs contained only nine pieces instead of ten.

Manufacturer narrative:
There were no samples submitted with this complaint. The reported condition could not be confirmed. The complaint shall be reopened if a sample is received. The exact root cause of the reported condition could not be determined without an actual sample to examine. A formal corrective / preventative action (CAPA) established potential root causes for a report of a miscount. The potential root causes were determined to be: the accuracy and consistency of the scales used to weigh the sponges had not been verified; the procedure to set up the scales did not reflect the current process; for smaller sized product codes, extra movement is performed by rotating the sponges prior to banding; and there were no guidelines for the tightness of the band which could inadvertently create miscounts. If information is provided in the future, a supplemental report will be issued.